Manufacturer narrative:
After a stent assisted coil embolization of an unruptured cavernous internal carotid artery aneurysm using an enterprise vrd and seven trufill dcs orbit coils, there was paralysis of the oculomotor nerve. The physician commented that the paralysis was a predictable consequence to the embolization. The patient is in stable condition and is presently being monitored with follow-up. It was reported that there was no post procedure medical therapy. The aneurysm was 19.8mm x 15mm with an unknown neck to sac ratio. The proximal and distal diameters of the parent vessel are not known. The enterprise was placed at the intended position followed by placement of the coils. The coil embolization was completed without any problems. Note: lake region lot number 01417771 is cordis lot number 01417771. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01417771. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional DHR review for the stent per (B)(4); revealed the individual lot folders were reviewed for any non-conformances related to the reported complaint. No non-conformances related to the reported defect were found. The enterprise stents lots involved in this complaint met all purchase, manufacturing and quality control specifications when shipped to lake region. No further action, including corrective action will be taken at this time. DHR review for the stent parylene coating per (B)(4) is unable to determine the root cause for any parylene coating related defects related to this incident. (B)(4). Compression of the oculomotor nerve (cn iii) is frequently associated with cavernous sinus aneurysms. Large and giant aneurysms of the cavernous segment of the internal carotid artery (ica) frequently present with symptoms of mass effect on the cranial nerves. Neurological deficits and injury to normal vessels or tissues are known adverse events specific to embolization procedures as outlined in the orbit and enterprise IFU. The large size and location of the treated aneurysm and mass effect are clinical factors likely contributing to the oculomotor nerve dysfunction. As reported by the physician, this was a predicted consequence. There is no evidence to suggest there were any device design or manufacturing issues that contributed to the reported event. Therefore, no corrective actions will be taken at this time. This device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed enterprise vrd device. This is one of several products involved with this adverse event, which is associated with mfg report #1058196-2010-00142, 1058196-2010-00143, 1058196-2010-00144, and 1058196-2010-00145.

Event description:
After a stent assisted coil embolization of an unruptured cavernous internal carotid artery aneurysm using an enterprise vrd and seven trufill dcs orbit coils, there was paralysis of the oculomotor nerve. The physician commented that the paralysis was a predictable consequence to the embolization. The patient is in stable condition and is presently being monitored with follow-up. It was reported that there was no post procedure medical therapy. The aneurysm was 19.8mm x 15mm with an unknown neck to sac ratio. The proximal and distal diameters of the parent vessel are not known. The enterprise was placed at the intended position followed by placement of the coils. The coil embolization was completed without any problems.

Manufacturer narrative:
The product/s remained implanted.note: lake region lot number 01417771 is cordis lot number 01417771.per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01417771. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.this is one of several products involved with this adverse event, which is associated with mfg report #1058196-2010-00142, 1058196-2010-00143, 1058196-2010-00144, & 1058196-2010-00145.additional information will be submitted within 30 days of receipt.